Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
Lit was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis experienced left sided deflation post procedure. As a result, replacement with a new mentor smooth round moderate profile 575cc saline prosthesis was performed on (B)(6) 2022.